Manufacturer narrative:
Date rec¿d by MFR : 08oct2019. The service engineer (se) inspected the device. The se confirmed the reported issue. The se replaced the touchscreen to address the reported issue and the ventilator passed all tests. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24sep2019.

Event description:
It was reported that the ventilators touchscreen would not calibrate. There was no patient involvement.